Event description:
Incident as reported: "during the procedure the clips did not close on the vessel and then the clip applier blocked during the actor on the handle. Bleeding and the surgeon had to find out the clips which fell in the abdomen."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.